Event description:
The customer reported being in the emergency room due to high blood glucose of 711mg/dl. The customer stated that she received a no delivery alarm the night prior to the call and the infusion set was changed. The customer's most recent glucose reading was 126mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.